Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to medical services and field assurance by the patient's mother that her daughter has had five d/l 9fr hickman catheters and one power hickman since (B)(6) 2016. The mother stated that the tunnel site becomes red, swollen, and painful with low grade fever present (99.3° f- 100.2° f) but the blood cultures are negative and there is no drainage present. Patient's mother feels that the tunnel site is harboring bacteria and that the silicone or dacron cuff is causing the redness. This file addresses the infection symptoms for the power hickman.